Event description:
Civil complaint claims use of renu with moistureloc multi-purpose solution by consumer from approx one month at which time he was diagnosed with a fungal eye infection in his left eye caused by fusarium resulting in anti-fungal therapy and multiple surgical procedures. Consumer underwent corneal transplant surgery in 2005. Two months later, consumer underwent lensectomy and capsulectomy with removal of vitreous fluid and removal of his iris. Consumer is awaiting FDA approval for iris implantation surgery. The claim reports the consumer has significant loss of vision in his left eye. No further info or any medical documentation is available.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link, but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.